Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that a heart transplant was successfully performed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 2.5 years of support, multiple pump stoppages occurred during battery support, which was confirmed via the system controller log files. The patient was asymptomatic. An external driveline evaluation was performed by the manufacturer's technical services representative. The external part of the driveline was completely covered with rescue tape. The rescue tape was removed and no direct indication of a short was found. No alarms could be reproduced when the driveline was manipulated; however, the pump stopped when the patient's thorax moved to the front (external part in a fixed position). X-ray images showed a very sharp bend near the pump. The patient was transferred to another hospital for a high urgency transplant evaluation. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut at the nipple of the pump housing. The severed distal end portions of the driveline, measuring approximately 33 inches and 5 inches in length, were returned. The sealed inflow conduit, sealed outflow graft, and sealed outflow graft bend relief were returned attached to their respective pump ports. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. Both driveline segments were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the metal connector portion revealed breaches to the insulation of the red wire approximately 7 inches from the pump housing. In addition, breaches to the insulation on the orange and yellow wires were also noted on the 5-inch segment, approximately 5 inches from the pump housing. The observed wire damage appeared to be the result of repetitive movement of the driveline. Significant abrasion to the insulation of the black wire was also noted. The remainder of the driveline was submerged in a saline solution for high potential testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the red, orange, and yellow wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on either power module or battery support, the resulting short to ground would have resulted in the speed drop and pump stops that were confirmed through the analysis of the system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.